Manufacturer narrative:
This is 2 of 2 reports (2nd MDR). H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire proximal end was noted to be kinked/bent. The guidewire distal end was noted to be broken/fractured 191 cm from the proximal end. No other anomalies were noted. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire fracture was confirmed. The device failed to meet specification when returned for analysis. It was reported that when using the guidewire in conjunction with the microcatheter to reach the vertebral artery (va) v4 segment lesion site, the guidewire experienced a breakage (the distal end of the delivery wire showed no torsional control when the proximal end was rotated), but the core wire did not break. The physician removed it as a whole and attempted to use a new guidewire from a different lot, but this wire also experienced a distal tip breakage at the same location. The physician directly extracted the proximal part of this wire and then successfully retrieved the broken distal tip from within the va using a retrieval stent. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was not tortuous. The wire was torqued to overcome the resistance. Analysis of the returned device confirmed that the guidewire distal end had been fractured and was not returned the proximal end of the guidewire was noted to be kinked. It is probable that the guidewire was fractured as it was torqued to overcome resistance. As per the synchro dfu: " never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Determine the cause of the resistance under fluoroscopy and take any necessary remedial action" an assignable cause of procedural factors will be assigned to the reported and analysed nv ¿ guidewire distal tip broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. It is probable that the proximal end of the guidewire was kinked as a result of handling of he device during the clinical procedure, therefore an assignable cause of handling damage will be assigned to the analysed event: guidewire kinked/bent.

Event description:
It was reported that during vertebral artery (va) v4 segment stenosis procedure, the operator used the guidewire in conjunction with the microcatheter to reach the va v4 segment lesion site. However, the guidewire distal end broke. The subject device was replaced, with the subject guidewire, however it's distal tip also broke at the target lesion site. The operator removed the proximal part of the subject guidewire and then successfully retrieved the broken distal tip from the va using a retrieval stent. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during vertebral artery (va) v4 segment stenosis procedure, the operator used the guidewire in conjunction with the microcatheter to reach the va v4 segment lesion site. However, the guidewire distal end broke. The subject device was replaced, with the subject guidewire, however it's distal tip also broke at the target lesion site. The operator removed the proximal part of the subject guidewire and then successfully retrieved the broken distal tip from the va using a retrieval stent. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.